Manufacturer narrative:
The manufacturer has not received any new information despite the attempts of follow up. Furthermore, the device has not been returned to the manufacturer up to this date. Thus, no further investigation is possible. Since the device was not returned to the manufacture, the definitive root cause of the reported event cannot be established. However, based on the information available, the event was attributed to mis-sizing. Should the device or further information be received in the future, a follow up report will be provided. The device has not yet returned to the manufacturer.

Event description:
On (B)(6) 2021, a perceval valve was intended to be used as part of an aortic valve replacement procedure. The surgeon sized for the perceval valve a size large (i.e. Pvs25) was deemed to be the proper size. After implanting the valve pvs25, it appeared too small and a larger size xl was ultimately implanted (i.e. Pvs27). Concerns have been raised about the sizers. No further information provided about patient outcome and delay in surgery available as a consequence of the event.